Event description:
I got mentor smooth saline breast implants put in and I have been sick ever since. Before that, I had silicone implants put in on (B)(6) 1999. I have over 50 symptoms. Capsular contracture, chronic and severe fatigue, weakness, chronic headaches, neck and back pain (ra now). Cognitive dysfunction, memory loss, blurry vision, slow healing, chronic infections, splenomegaly, body odor, gastrointestinal issues - pain, ibs, hiatal hernia, swollen liver, nausea, lack of appetite, pain after eating, dysfunctional uterine bleeding since 2009, insomnia, joint pain, body aches, fever/chills, heat intolerance, sensitivity to light noise/chemicals, difficulty swallowing, edema in feet, bloating, food intolerances, urinary frequency, heart palpitations, heart racing, anxiety, arm pain, breast pain, breast itching (left-under skin), hand and arm numbness and tingling, elevated bun and low alt, anemia, fibromyalgia, acne for the past 15 years (I'm (B)(6), hair falling out, grooves on nails, leaky gut, exhaustion. Having explant surgery with dr (B)(6) 2019. FDA safety report ID# (B)(4).